Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Date of patient necrosis is not known. 510k: this report is for seven (7) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent osteosynthesis of proximal humerus with a 3.5mm locking compression plate (lcp) proximal humerus plate and seven (7) unknown screws on (B)(6) 2017. Procedure was completed successfully. Post-operatively it was noted the plate was broken. It was also noted that patient bone has necrosis. Revision surgery was performed on (B)(6) 2017 without any issues. Implants were removed. Patient will receive unspecified additional treatment prior to implanting new material. This report is for seven (7) unknown screws. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown screw. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Provided x-rays were reviewed. No issues with the screws were identified. Thus, the complaint condition for this device could not be confirmed. No malfunctions were observed during the course of this investigation. As the device was not received and no malfunction was identified, no further investigation was performed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.